Event description:
The user is questioning why the device appeared unable to detect a rhythm for the patient but the heart rate was seen on the screen of the defibrillator. A second fr2 (serial number (B)(4) was used and the patient survived.